Event description:
It was reported that there is a false negative in lane 33 of allset gold a*23/24 high res item 54160d lot 002 1256850 when testing an a*23:05 sample. The same sample was tested with sequencing for a result of a*02:01:01:01, a*23:05 with luminex sso the same result was found with an ambiguity between a*23:05 and a*23:01:01. This may result in a mistype. ((B)(4)). Catalog #: 471712, a*23 ssp unitray w/taq 12tests, lot#: 006 1078519 has been identified as being impacted by this issue.

Manufacturer narrative:
Internal investigation of (B)(4) for catalog#: 54160d, allset gold a*23/24 high res, lot#: 002 1256850 confirms a false negative in lane 33 with an allele that represents an a*23:05 in defined exon regions. Root cause was an incorrect assignment of the primer mix a23-20 as positive for this allele. Catalog #: 471712, a*23 ssp unitray w/taq 12tests, lot#: 006 1078519 has been identified as being impacted by this issue. Kit documentation for catalog #: 471712, a*23 ssp unitray w/taq 12 tests has been updated to change reactivity of primer mix a23-20 from positive to negative.